Event description:
This event was reported as insufficiency, atherosclerotic heart disease, small singular perivalvular leak, dense calcification, "degeneration" and left ventricular "dysfunction". No further info provided.